Manufacturer narrative:
A good faith effort (gfe) was performed to determine if the speaker produced sound, and it was determined that the speaker was out of sound. A philips remote service engineer (rse) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. Correction: contact office, manufacturing site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported.